Manufacturer narrative:
All three samples had less than 30 minutes of clotting time and all were slightly turbid. A fibrin strand was observed in the first sample. The third sample had very minute fibrin strands. The sample probe had not been changed for over 1 year. An air purge, sample probe wash, wash reaction parts maintenance, cell blank measurements, and a photometer check were performed. The samples were repeated after these actions. The first sample repeated with a value of 61.5 g/l. The second sample repeated with a value of 75.2 g/l. The third sample repeated with a value of 75.2 g/l. The sample probe and heat cut filter were replaced. The photometric path was checked, including the incubation bath windows. Mixers were replaced due to mixing errors. Precision studies and a cell blank measurement were performed. The patient samples were repeated after these actions. The following repeat values were provided, but no information could be provided as to which values were from each of the three samples: 88.6 g/l, 79.5 g/l, 76.5 g/l, 68.5 g/l, 73.1 g/l, 72.1 g/l, 74.6 g/l, 66.2 g/l, 68.7 g/l, 66.8 g/l. Calibration data from 25-may-2021 was ok. Control data from 01-may-2021 to 15-jun-2021 was not stable. One out of range control value for each control level was observed. Upon review of the alarm trace, an abnormal probe aspiration alarm occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with tp2 total protein gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The repeat values were provided to the doctor. The second sample initially resulted in a total protein value of 48.1 g/l, which repeated as 74.7 g/l. The third sample initially resulted in a total protein value of 43.5 g/l on (B)(6) 2021, which repeated as 60.4 g/l on (B)(6) 2021. The total protein reagent lot number was 53796301, with an expiration date of 30-jun-2022.